Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that lens fragments were not completely removed during a cataract extraction with intraocular lens implant procedure. A second procedure was required to remove the lens material. This is the second report of four being filed from this facility. Additional information has been requested but not received.

Manufacturer narrative:
Additional information has been provided. The customer reported that a second procedure was necessary to remove a lens fragment from a female patient that had not been removed during the initial cataract operation. The same surgeon completed both procedures. Additional information was requested with none received to date. The operator¿s manual includes instructions for proper set up for the phaco handpiece: hold handpiece with tip pointed down into test chamber and activate fill on the setup screen. While observing stream of fluid from irrigation and aspiration ports, fill test chamber completely and slide it over end of handpiece. Ensure no air bubbles are present in test chamber. Press handpiece into instrument tray pouch with tip pointed up, and secure irrigation/ aspiration lines to clips on top of tray. Ensure tubing is not kinked. The operator¿s manual also includes the warning: if stream of fluid is weak or absent, good fluidics response will be jeopardized. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Use of appropriate technique and settings is important to minimize fragments and turbulence. If stream of fluid is weak or absent, good fluidics response will be jeopardized. The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause of the reported event cannot be determined the manufacturer internal reference number is: (B)(4).